Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a fracture on the original bar job, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative products IFU (p-iis086gr) rev e. Potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival. Hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. Review of DHR and subject bar design did not indicate any manufacturing deviations that would cause this event as bar design dimensions were within tis specifications when manufactured. The product was not returned for investigation. Additionally, the reported fracture is not thought to have been caused by a manufacturing deviation. Because a full investigation could not be performed, the complaint is non-verifiable. A singular cause cannot be identified. UDI #: (B)(4).

Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the bar (cshy05) fractured inside of the patient's mouth.